Event description:
Information received that the bed had no head function. No injury reported.

Manufacturer narrative:
Technician found the bed had no head up function cause: faulty valve. Replaced the head up function valve to resolve this issue.